Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl and the cause was not known. A bolus via the pump was delivered to address the bg level. As the event had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.